Manufacturer narrative:
(B)(4). The information provided on this form was previously submitted under manufacturing report number 0001822565-2017-01954. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a tibial impaction pad fractured during a procedure. All fractured pieces were retrieved from the joint space. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the provided photograph confirmed that the impactor pad had fractured. No further evaluation could be performed as product was not returned. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. A definitive root cause cannot be determined with the information provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.